Manufacturer narrative:
H6 health effect - impact code (device explantation (f1903)) was added as it was inadvertently omitted from the initial report. Product damage cannula kink: the cause of the product damage cannula kink was not determined since no product returned and insufficient clinical details.

Manufacturer narrative:
A4, a5, and a6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp a cannula kink. The pump was explanted and replaced with another pump.